Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer did not know the blood glucose reading. She stated that she had accidentally sat on her insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent express button due to flattened dome switch. No button error alarms noted. The insulin pump was received with cracked case at display window corners, display window, cracked battery tube threads and minor scratches on lcd window. No belt clip slot assembly received with insulin pump. The insulin pump was unable to verify belt clip anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.